Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package the catheter had a brown substance inside the tip.

Event description:
It was reported that upon opening the package the catheter had a brown substance inside the tip.

Manufacturer narrative:
The reported event was unconfirmed. The samples were visually examined and found a brownish substance near the eye of one of the samples. This is from the coating operation of manufacturing and is a natural variation to the coating coloration. This is not a defect. A potential root cause was the coating operation deposited too much coating on the tip end. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."